Event description:
It is reported on september 15 2005, the pt had an anterolateral hip procedure. While rasping the femur, the locking clip disengaged and fell into the pt. The doctor noticed the clip in the post-op x-rays. On september 15, 2005, the clip was removed successfully.

Event description:
It was reported in 2005, the pt had an anterolateral hip procedure. While resping the femur, the locking clip dissengaged and fell into the pt. The doctor noticed the clip was removed successfully.

Event description:
It is reported in september 2005, the patient had an anterolateral hip procedure. While rasping the femur, the locking clip disengaged and fell into the patient. The doctor noticed the clip in the post-op x-rays. In september 2005, the clip was removed successfully.